Event description:
The customer observed a falsely elevated magnesium on the architect c4000 processing module for a 79-year-old male. The following results were provided (reference range 1.6 - 2.6 mg/dl): sid (B)(6), initial magnesium result= 6.6 mg/dl; repeat result= 2.1 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect c4000 processing module, serial number (B)(6) to address the customer¿s observation of falsely elevated magnesium results. The customer inspected the module and performed multiple troubleshooting procedures including part replacement, calibration and quarterly maintenance without resolution. The field service representative (fsr) inspected the module and determined the cuvette washer, c4 (rohs) was the cause of the issues and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified. Based on our investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated magnesium on the architect c4000 processing module for a 79-year-old male. The following results were provided (reference range 1.6 - 2.6 mg/dl): sid (B)(6), initial magnesium result= 6.6 mg/dl; repeat result= 2.1 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.